Event description:
It was reported that pump displayed cgm error 42 while customer was using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Technical support walked customer through pump reset, after which cgm error did not appear again, and customer was advised to wait 20 minutes before starting new sensor session, which customer understood and accepted.